Manufacturer narrative:
Additional information : the device was manufactured from august 15, 2019 - august 16, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which revealed traces of silicone oil located on the interior wall of the housing. Occasionally, silicone oil from the bladder would drip on the interior wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. During filling at the hospital, it was observed that there was liquid inside the housing of the device. This event occurred prior to patient use. There was no patient involvement. No additional information is available.